Event description:
Reportable based on analysis completed on 13sep2024. The returned device evaluation revealed the infusion catheter tubing was severed. It was reported that the device leaked liquid during flushing. During the initial procedure in the catheterization laboratory, this 135x50cm ekosonic endovascular device was successfully set up, then leaking was observed during flushing. It was unknown if the liquid was drug or coolant. The procedure was completed with another ekos device and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekosonic endovascular device infusion catheter (ic) showed a crack in the manifold luer, where the ultrasound core (usc) was inserted into the ic. The device was tested for leaking, and it was observed that the device leaked liquid from the manifold luer, where the crack was observed. The reported clinical observation was confirmed. Additionally, it was observed that the ic tubing was severed at approximately 40cm from the strain relief. The detached portion of the tubing was returned. It was unable to be determined what caused or contributed to the device separation, or if the separation happened during, or post procedure.